Manufacturer narrative:
Based on the available information, the root cause is the external hose or wall connector. Within this investigation it has been confirmed that the device did not fail to meet its specifications at the time of the event. Due to the root cause being the external hose or wall connector this issue is deemed not to be a reportable event. No further investigation or correction will be performed except those mentioned above.

Event description:
Oxygen supply failed on screen.